Manufacturer narrative:
Continuation of d10: product ID 37651, serial# (B)(6), product type recharger product ID 37761, serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6), this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 h3: analysis of the 37761 recharger (serial number (B)(6)) revealed broken connector pins. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's recharging system was not functioning correctly. The rep merged the patient on the line and the patient explained that the recharger battery level does not increment even though the desktop charger (dtc) was securely connected to the recharger. At the same time, the patient noticed that the recharger was more "finicky" when they charged their ins. The patient explained that they have been needing to reposition the recharger antenna more than they used to. During the call, the patient inspected the recharging equipment and confirmed everything appears to be in good condition. The patient confirmed that the power indicator light on the ac power supply was lit green. The patient mentioned that they take seroquel at night and often fall asleep while charging their ins battery. As a result, the patient stated that the recharger has "taken some spills" and noted that there was a rectangular-shaped cut-out below the serial number on the back of the recharger; they explained that the "cut-out" is part of the recharger's design. Regarding the recharger being more "finicky," the patient believes they are needing to reposition the recharger antenna more often because they tend to fall asleep while they are recharging the ins battery. The patient confirmed they can charge their ins battery while the dtc is connected to the recharger. The issue was not resolved. A new desktop charger (dtc) was sent. No symptoms were reported. Pt called back from phone 2 stating they received the replacement dtc and that did not resolve the issue. Caller stated their recharger has been plugged into the cord all night and the recharger battery has dropped to 25%. Ps sent request to repair to replace the recharger. The patient received the recharger replacement and their recharger is charging properly now. While they were waiting for the recharger replacement, the patient stated that their ins battery level was showing 'low' on their patient programmer. The patient added that they didn't feel well when the ins battery level was low, but they could feel the ins "kick on" once they charged it to 25%. The patient mentioned that they charged their ins battery for 2 hours but the ins battery level incremented only 25%. The patient confirmed that their ins was turned on and all 8 coupling boxes were filled in. The patient also mentioned that they typically "top-off" the ins battery and start charging it whenever it's down to 75%. Pss reviewed that the ins battery level may have been close to being depleted and reviewed charging expectations from 0-100% as opposed to from 75-100%. The patient agreed that their ins charging times are normal. The patient did not require further assistance.